Event description:
Surgery date: 2000. During the surgery the surgeon could not get the set-screw started in the hook. He replace the hook which added 45 minutes to surgery time. He completed the surgery without further incident.